Manufacturer narrative:
No serious injury alleged. During a service call for this chair, the technician had replaced several parts. The technician was checking his work when the chair allegedly took off at full speed, spun around, and hit the technician. Information indicates a service error. The dealer has discarded the parts. A more thorough analysis would require product return. Malfunction has not been established. MDR filed based on an alleged unconfirmed malfunction.

Event description:
The dealer was installing new parts on the chair. He turned the chair on and it allegedly took of at full speed, spun around four times and the back cane allegedly hit the dealer in the ribs. No serious injury is alleged.